Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse identified broken back cover and was unable to fully run a simulated treatment with a testing catheter and trainer. Unit complete a long autofill, and when running balloon, the wave form was barely elevated, resulting on a gas loss alarm. The fse identified sputtering noise coming from the back of the unit due to back cover pushed in. Cover broke white pressure hose. Wheel assembly pushed in and sluggish to deploy. Telescopic handle was also damaged. The fse replaced the broken back cover, wheel assembly, pressure hose, and handle. Nothing identified damaged internally. In addition the fse reported that nothing unusual was identified in the logs. Unit calibrated and passed all functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was having "autofill errors". There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
Analysis of production: (3331) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period (may 2019 through apr 2021) was reviewed. There were no triggers identified for the review period.